Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her spouse's onetouch ultramini meter was inaccurate high compared to feelings. The following complaint was classified based on documentation from the customer care advocate (cca). The reporter advised that immediately prior to testing on (B)(6) 2011, the patient was 'confused, had high blood pressure and was incontinent'. The reporter advised that on (B)(6) 2011 at 04:00pm, the patient tested with the subject meter and obtained allegedly high readings of '210mg/dl' and '171mg/dl' on the subject meter. The patient manages her diabetes with insulin and oral medications. The symptoms continued so the reporter advised that she decided to take the patient to the ER. The patient had her blood glucose checked at the ER and at 5:00 a '49mg/dl' and '55mg/dl' reading was obtained on an unknown hospital meter. The reporter advised that the patient received treatment of IV glucose and juice for the product issue. At the time of troubleshooting, the customer care advocate (cca) noted that the patient had set the unit of measurement correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter. Furthermore, hcp treatment did not correlate with subject meter readings indicating a malfunction of the subject meter.

Manufacturer narrative:
Follow-up #1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.